Event description:
Staff member was kneeling down in front of the phoenix machine while the machine was in a heat disinfect cycle. The bicarbonate line came off of the port on the front of the machine and sprayed the operator in the jaw area of their face, on the right knee and on the right shinbone. All three areas where they were sprayed, immediately blistered, and medical attention was sought. The burn in face was classified by physician as second-degree, and is described as 2" x 3/4". The gambro technician found the tube torn around the metal clip.